Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely. As customer did not have sensor to monitor glucose, he subsequently experienced hypoglycemia with a loss of consciousness. The customer was treated with glucagon injection, then jam. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. The adhesive was not returned, therefore no further investigation can be conducted for this particular complaint. Extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report - e1 country was incorrectly documented in the previous initial MDR submission. E1 has been updated.

Event description:
A customer reported that the freestyle libre sensor detached prematurely. As customer did not have sensor to monitor glucose, he subsequently experienced hypoglycemia with a loss of consciousness. The customer was treated with glucagon injection, then jam. There was no report of death or permanent injury associated with this event.